Event description:
It was reported that the patient experienced atrial fibrillation. Upon device interrogation, the insertable cardiac monitor exhibited diagnostic anomaly; the electrocardiogram were missing for the atrial fibrillation episodes. The device was explanted and upgraded to a pulse generator. The patient was in stable condition post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were noted.